Manufacturer narrative:
Device evaluation: the advantage 26 unit was returned with the gauge unattached. The device housing was split. Disassembling of the device revealed that one tab was bent out of shape and misaligned with the connector into which it snaps. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, the pressure gauge broke. During treatment of an unspecified vessel the physician pressurized the advantage inflation device to 4 to 5atms on the first inflation and the pressure gauge broke off. The procedure was completed with another advantage inflation device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, the pressure gauge broke. During treatment of an unspecified vessel the physician pressurized the advantage inflation device to 4 to 5atms on the first inflation and the pressure gauge broke off. The procedure was completed with another advantage inflation device. No complications were reported and the patient's status is fine.